Event description:
It was reported that there was a discrepancy between the insulin gauge display and the expected amount, with the gauge showing 45 units while the caller expected 120 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back for further troubleshooting if the issue recurs.